Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy, the surgeon engaged staple gun, but it would not fire. The surgeon opened four new ones and had the same issue. It was stated that five staplers and two reloads had the same malfunction. The last stapler that was opened worked. There was no patient injury.